Manufacturer narrative:
Product ID: 3889-28, lot# v893295, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s therapy ¿helped a little bit until he had a fall on (B)(6) 2013.¿ it was stated that following the fall the patient¿s ¿therapy stopped working¿ and the device was replaced. It was noted the patient experienced a ¿loss of bladder control¿ and ¿had to wear a diaper and was always peeing all the time.¿ it was noted the patient ¿had no control over his urination and was also taking oral medication for it as well.¿ the patient was reported to ¿urinate a lot¿ and ¿especially at night.¿ a supplemental report will be filed if additional information becomes available.